Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing unexplained high blood glucose of 410mg/dl. Troubleshooting was performed. The customer stated that the infusion set was not changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer mentioned that the insulin was slightly cloudy. Advised the customer that the insulin should be completely clear and within the expiration date. While troubleshooting the customer's glucose level went up to 448mg/dl. The customer stated that he will go to the emergency room if his glucose level does not drop after treating with insulin. No further info was provided.